Event description:
It was reported that the pt had his neurostimulator replaced and the lead replaced/revised. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).